Event description:
Pt presented with rash/irritation one-month post op. Treated with antibiotics and issue did not resolve. Mesh removed 2 months post-op. Ring was not part of mesh. Came out separately.

Manufacturer narrative:
Since no product was returned for eval, the complaint cannot be confirmed. Following investigation, our conclusion is that the probable root cause is unk due to not enough info available to make a determination. The device history records for the batch could not be reviewed due to the fact the product code or lot number of the device was not provided. Should additional info become available, a f/u report will be submitted. A review of complaint history was performed and there were no other similar incidents found.